Event description:
Freestyle libre 3 plus read low so ate sugar to increase and tested with finger stick. My blood glucose was close to 200 and libre 3 plus sensor read 54. This was dangerous since I had eaten sugar thinking I was extremely low. Finger stick level read 194 when freestyle libre 3 plus read 53.